Manufacturer narrative:
Concomitant medical device: model: unknown competitor model; implant: unknown.

Event description:
It was reported that the patients right ventricular (rv) lead displayed multiple rv pacing impedance spikes. The lead remains in use. No patient complications have been reported as a result of this event.